Event description:
Additional information received indicates that the patient's pain had resolved post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which the ipg was repositioned.

Event description:
Additional information received indicates that x-ray revealed the ipg had turned in the pocket.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to the ipg appearing to be tilting and possibly flipping. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.